Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 3mm x 40mm x 145cm coyote balloon catheter was selected for use in a superficial femoral artery angioplasty. During the second inflation at 14 atmospheres for 3 minutes, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.